Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, a reporter for the patient (patient¿s daughter) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to her feelings/normal results. The complaint was classified based on customer service representative (csr) documentation and a review of the call by medical surveillance. The reporter advised the csr that on (B)(6) 2018 at midnight, the patient obtained an alleged inaccurately high result of ¿476 mg/dl¿ on the subject meter, compared to her feelings/normal results of ¿around 200 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that the patient manages her diabetes with self-adjusted insulin doses (novolog; 15 units on average). She stated that the patient increased her dose of medication immediately after obtaining the alleged inaccurate result and took an additional 7 units of novolog insulin in response to the alleged product issue. The reporter informed the csr that the patient experienced symptoms of ¿shakiness, nervousness and shortness of breath¿ immediately after the alleged product issue began which she associated with a low blood glucose excursion. She explained that approximately 30 minutes later, the patient used an inhaler (symbicort) to treat her ¿shortness of breath¿. No treatment above or beyond the usual routine of diabetes care and management was reported for the other symptoms. At the time of troubleshooting, the csr confirmed that the correct unit of measure was used at the time of testing. The csr confirmed that the patient¿s test strips had been stored correctly and were within expiry date. The reporter did not have control solution to test the meter and test strips at the time of the initial call. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.